Manufacturer narrative:
Citation: brown et al. Subclinical leaflet thrombosis post transcatheter aortic valve replacement ¿ an update for 2020. Structural heart. Vol 4:5, 369-381. Doi: 10.1080/24748706.2020.1805534. Earliest date of publish used for event date. Medtronic products referenced: corevalve, evolut r. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding subclinical leaflet thrombosis post transcatheter aortic valve replacement (tavr). All data were collected from a meta-analysis review of approximately 70 articles. The study population includes patients from various clinical studies, some of which were implanted with medtronic corevalve or evolut r bioprosthetic valves. No patient demographics or device serial numbers were provided. Deaths occurred within the study population; however, the causes of death were not specified beyond all-cause mortality. None of the deaths were characterized as being attributed or related to medtronic products. Based on the available information medtronic product was not directly] associated with the death(s). Among all medtronic device patients adverse events included: reduced leaflet motion, hypoattenuating leaflet thickening (halt), hypo attenuation affecting motion (ham), cerebrovascular events such as stroke and transient ischemic attack, myocardial infarction (mi), rehospitalization for heart failure, structural valve dysfunction (svd) defined as stenosis or regurgitation, valve thrombosis, and major bleeding complications. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.